Event description:
It was reported that during a surgical procedure at the user facility a cutting blade broke while in use with the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The original reported event, snapped the tip of the blade off, was confirmed. During the inspection the service technician observed symptoms tied to breaking blades. The drive link was loose in the blade mount base, which was determined to be the primary failure. The device was repaired and returned to the customer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility a cutting blade broke while in use with the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.